Event description:
This lv lead was implanted on (B)(6) 2004. During device changeout on (B)(6) 2011, they were unable to disconnect the lead from the adapter. The lead remains active and is being used off-label. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).